Event description:
The customer reported liquid coming out of the top of the needle bellows on their beckman coulter coulter lh 750 hematology analyzer. Customer was wearing personal protective equipment and no exposure or injury was reported as a result of the incident. Erroneous results were not generated and there was no change to patient treatment. Beckman coulter field service engineer (fse) was dispatched and found a defective needle. Fse noted that the needle had a piece of debris stuck in it and would not allow for proper flush in backwash thereby causing aspiration issues. Fse replaced the needle and repair was verified per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).